Event description:
Healthcare professional reported "after opening the xen®45 gts before the patient's surgery, physician checked the product's boost function and found that the drainage tube could not be pushed out smoothly." Device has been discarded. Surgery was completed with second xen®45 gts device in unknown eye.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f27 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "after opening the xen®45 gts before the patient's surgery, physician checked the product's boost function and found that the drainage tube could not be pushed out smoothly." Device has been discarded. Surgery was completed with second xen®45 gts device in unknown eye.